Event description:
It was reported that during a case the 2.0mm milling bit hxc broke. All pieces were removed. No pt impact.

Manufacturer narrative:
Device (s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. D4: lot number provided could not be verified by synthes. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was not verified.